Event description:
It was reported that prior to a novasure endometrial ablation in (B)(6) 2013 (exact date unknown) the physician performed a laparoscopy for assure placement and then started the ablation. "After about 90 seconds of burning [ablation], we saw the white tip of one of the arms of the array protruding through the serosa." The physician stopped the procedure when she "saw the array had perforated" via laparoscope which was still in place. No additional information provided. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. Reference internal complainant cc# (B)(4).